Manufacturer narrative:
(B)(4). When our investigation is complete, a follow-up report will be submitted.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. The left atrium was accessed via transseptal puncture and no issues were noted when manipulating the catheter during the ablation. A steam pop occurred three times throughout the procedure. After the last steam pop in the left atrium, the patient was observed and appeared to be stable. At the conclusion of the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. The patient was transferred to ccu for further observation and a pericardiocentesis was performed. The patient was transferred to surgery for further exploration and evaluation; however, no evidence of fluid or perforation was observed. The patient recovered with no further complications and was discharged.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath performed as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.